Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). It was reported that the patient has been falling for the past year and have increased pain in the left hip. The patient's impedances were checked and showed that electrode 9 was out of range. This contact was not used in programming of any group. The patient was reprogrammed to improve coverage since the fall. The healthcare provider (hcp) believes their pain is arthritic and is referring the patient to the ortho. The issue was resolved and the rep has no further information. No further complications were reported or anticipated.